Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). S.w version 2.9d. Pump passed the displacement test and self test. No unexpected pump error 15 or pump error 4 alarms noted during testing. However, pump error 15 alarm (linenumber = 213 ; filenumber = 30) and pump error 4 alarm are found in the formatted history file due to a software error.

Event description:
Medtronic received information that pump error 4, pump error 15 occurred. There was no adverse impact or consequence reported as a result of this event.